Event description:
It was reported that the pump was exchanged due to infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues that would have contributed to the reported event. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 11.0¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft hardware. The apical cuff was not returned. The cuff lock was unremarkable. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended during support. Incidental findings: pump start-up issue identified during post-explant testing due to an issue with bearing current phase i1. Although a specific cause for this bearing issue could not be determined, this finding is unrelated to this event and did not affect pump function during support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including infection (local, driveline or pump pocket infection), that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. Furthermore, the IFU instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.